Event description:
It was reported that the patient experienced dissatisfaction with an artificial urinary sphincter (aus) due to his incontinence. The patient has been seen by several physicians with no resolution. One physician performed a cystoscopy to determine the issue with the aus; however, the physician believed that the device was functioning properly, and the issues were related to the patient having radiation. There has been no surgical intervention at this time.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.